Event description:
The patient reported that she felt pain "maybe shocks" or like a tingly feeling in the leg and bottom of the foot, on the right side where the neurostimulator was implanted. The patient indicated that she had been feeling sensation similar to this since implant but initially they weren¿t painful, but it seems like it was getting stronger gradually over time. A day later patient reported that since implant she had been having shocking or jolting sensation in their leg and foot and lost her programmer which she wanted to use to turn stimulation down to see if that would help. The patient had not informed her health care provider about the shocking/jolting sensation. Eight days later from previous call patient reported returned of symptom. The patient went to the hcp and when she was there they had turned down her stimulation very low and had been having to self-catheterize since then. The patient would like to try a different program. The patient was able to use the programmer and verify stimulation was currently on by seeing the lightning bolt in the upper left hand corner and was currently on program 1 at 1.3. The patient was advised by the nurse to turn off stimulation until she sees the hcp. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qqrr, implanted: (B)(6) 2015, product type: lead. (B)(4).